Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that ever since on (B)(6), when they were in a car accident and the seatbelt grabbed their stomach, their device has been shocking them. The patient said when they were in the hospital, they told the doctor about the shocking down the back of their legs that "wrapped" their toes and came back up their legs and when they stood up their foot dropped. The patient said they called their doctor, waited 4 weeks for an appointment, and stinging/burning was happening for those 4 weeks. The patient said the doctor did some x-rays and told them everything was fine, "that's not what it is". The patient said the doctor told them to put it on c, because the manufacturer told them that would be best, but the patient did not notice any improvement and their bladder was overactive and their bowels wouldn't move. The patient also said they had turned therapy off and left it off for a few hours, there was no change in how the shocking felt and they had to go to the bathroom a lot so they turned it back on. The patient said since then they have seen a neurologist and had an emg and mris done but they didn't know the reason. The patient said now it was so intense when they laid down it felt like "sonar out of nowhere", pulsing long and hard and strong on fire all day and all night, they were losing weight in their sleep, if they touched their thighs they felt strong pulsing in their veins, the pain was starting to climb up their spine. Reviewed stim sensation, device information and the option to turn therapy down, off or change programs, redirected to their doctor, offered listings in case the patient wanted to seek out fresh perspective. The patient said they would try turning therapy off and leaving it off for 24 hours and would try to find a doctor from the list.